Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h4, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d1, g3, h2, h3, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. The case was initiated approximately seventeen (17) years ago and the complaint was initiated this year. 3d systems could not conduct a further investigation without additional information on what the alleged issue was. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It is reported that the patient underwent a temporomandibular procedure. Subsequently, the patient is being considered for a revision to a custom implant due to unknown reasons. However, no revision procedure has been reported to date.

Manufacturer narrative:
Complaint: (B)(4). G2: foreign source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.